Event description:
A customer observed elevated trop I results with fingerstick obtained samples from a pt. The results were questioned by the medical staff as they did not fit the pt's clinical picture. Venipuncture samples produced normal results. Elevated results of the magnitude observed could lead to inappropriate physician action. There was no report of pt harm as a result of this event.